Manufacturer narrative:
The device was returned to the MFR for eval. According to the quality investigation, the batteries were found to have been over autoclaved, which causes the failure described by the customer. At no point in the investigation did the batteries overheat.

Event description:
It was reported that the battery overheated on the charger. There was no pt involvement and no allegation of adverse consequences.